Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was evaluated and no repairs were made. The system is under observation for time being.